Event description:
It was reported that a study patient reported during his week 6 titration visit that occasional episodes of bleeding (4 episodes since his surgery) were occurring around the neck at his surgical site for vns. Per updates from the study the event was ae #4 of occasional bleeding at the surgical site, definitely related to implant procedure, did not meet serious adverse event criteria and mild in severity. It was noted that action was taken for the bleeding. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device return for evaluation is not required as it will add no value to the investigation.